Event description:
It was reported that the pulse generator exhibited noise on bot atrial and ventricular channels remotely. On (B)(6) 2017, the patient was brought into the clinic and the device was explanted and replaced to resolve this issue. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.